Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a cerebrospinal fluid leak (csf) occurred during the patient's drg system implant procedure. Reportedly, the csf leak occurred when the physician inserted the delivery needle at the l5 placement. The patient experienced a headache. A blood patch was performed and no further interventions were necessary.